Manufacturer narrative:
Initial reporter state: this was determined based on the area code portion of the provided phone #. Investigation summary: fifty samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Five samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The settings were correct and flow of products was good. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 40 bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: defective products are unable to draw/dispense the vaccine.